Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications an no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt was unable to charge or establish communication with the ipg using the charging system or pt programmer. A replacement charger was sent and the pt was still unable to recharge the ipg. The pt is scheduled to undergo a surgical revision on (B)(6) 2010.